Event description:
Pt was getting MRI scan. Pt complained of discomfort so tech pulled pt out, looked for issues, and saw no problems. Pt was repositioned with pillow between legs. The next scan, pt started complaining of anxiety and slight pain. Tech stopped scan and removed pt. Tech notes red areas in between pt's thighs then releases pt. One hour later a burn with blister appeared on pt.